Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06024. It was reported the patient is requesting her entire scs system to be removed due to pain at the ipg site and ineffective stimulation. Surgical intervention may be pending to address the issue.